Manufacturer narrative:
8/13/1998-supplement #1 sent to FDA.

Event description:
The product was used during a laparoscopic donor nephrectomy procedure. Reportedly, the instrument was difficult to open. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.